Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd trocars failed during the procedure due to breakage of the outer gasket. The breakage occurred after insertion of gauze, after 2-3 passages. Another trocar was used to complete the case. There was no consequence to the pt. The trocar is a mod24.